Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the robotic-assisted solution satellite station device made an excessive cut of 16mm resection instead of the intended 7mm. It was additionally reported that the robot was poorly positioned. The device was utilized in conjunction with a robotic-assisted base station device. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b3, b5. B5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2025 during a total knee arthroplasty procedure. According to the reporter, during the first attempt, the robot tracker was not visible during the tibial cut step, which made it impossible to adjust the position of the robotic-assisted device. Furthermore, the saw handpiece was not aligned with the planned cutting plane, and therefore, it was not powered to perform the cut. During the second attempt, in which the tracker was visible, the surgeon was able to successfully perform the cut. There were no delays to the surgical procedure. B3. Date of event: updated. Correction: g1: manufacturer contact facility name: the manufacturer contact facility name has been added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event. The field service engineer evaluated the system, which passed all tests and operated in accordance with specifications. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.